Event description:
Affiliate reported that the user complained that the catheters were broken as they were torn by the pt, resulting in an irregular cut on the catheter. It was also noted that the ventricular catheter was broken at the distal end. The lot number of the affected product is unk to user. However, according to affiliate's record, recent shipment sold to the facility consisted of these lot numbers: cjnchz, cjnby3, cjhdkf, and cjlczv, cjkbyz.

Manufacturer narrative:
It has been communicated that the device is not available for eval. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records have been reviewed and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point, the device is returned for eval, this complaint will be re-opened and investigated. Based on this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed. Additional lot #s: cjlczv, cjkbyz, cjnchz, cjnby3.